Event description:
It was reported that prior to a procedure, the device would not staple/it would not fire at all. They tested it before the procedure, it was not involved in a procedure. No patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis showed that the atw45 device was received in good visual condition and with a loaded cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cylce is started, interrupted, released, and restarted. In addition, the instructions for use state, " the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.